Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 in the morning. The patient reported obtaining reading of ¿9.0mmol/l¿ compared to ¿6.5mmol/l¿ on a onetouch ultra2 meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.7mmol/l when obtained within 30 minutes. The patient reported using self adjusting insulin to manage her diabetes. The patient reported in response to the alleged high reading, she administered 2 additional units of humalog insulin on 08/30/2012 in the morning. The patient denied using any other device on the day of the alleged issue. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps. The patient¿s test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported treatment correlated with the alleged high reading. The patient did not report any blood glucose readings or symptoms suggestive of an acute complication of diabetes. However this complaint is being reported because the patient made meter vs. Mete comparison which meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/06/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/31/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.